Event description:
The facility representative reported that the tubing of an a flo-link IV access device broke and stuck in the blue cap when the customer attempted to disconnect the blue cap from the tubing. It is unknown when or at what point in the process the reported condition occured. No patient injury or medical intervention has been reported. No additional information is available.

Event description:
On december 16, 2009, during device evaluation by baxter, the channel b channel select key on a colleague cx triple channel volumetric infusion pump, where found to be not functioning. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.

Manufacturer narrative:
(B)(4). Due to further review on aril 26, 2010, it was determined to separate the conditions found under the above report and MDR and send a second MDR.evaluation summary: the reported condition of the channel b channel select key are not functioning was confirmed. The channel b keypad where replaced to correct the reported condition. There is an ongoing CAPA investigation, mdq-CAPA-(B)(4) associated with this report. (B)(4).

Manufacturer narrative:
(B)(4).